Manufacturer narrative:
Product ID 3889-28, lot# v840309, implanted: 2011 (B)(6); product type lead product ID 3889-28, lot# v840309, implanted: 2011 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4).

Event description:
The consumer reported that lead damage was discovered during implantable neurostimulator replacement for normal end of life. The lead wire was also replaced during the procedure to replace the ins. There were no symptoms reported. She was indicated for gastrointestinal/ pelvic floor. No further information was provided. If additional information is received, a follow up report will be sent.